Event description:
A hosp in (B)(6) reported that they are having problems with condensation. The hosp reported that they believe that the rainout is causing inaccurate minute volume readings on the ventilator. The hosp requested that two (2) 900mr869 temperature/flow probes be tested for accuracy. No pt consequences were reported.

Manufacturer narrative:
Final analysis found that the measured data was lost when the battery voltage was at 2.45 volts. This was due to a discrepant integrated circuit. After replacing the integrated circuit, normal function ensued.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
It was reported that during pulse generator interrogation, communication with the programmer was lost whenever a threshold test was initiated or battery data was updated. The battery data was 2.71 v, 9 ua and 9.5 kohms, indicating a remaining longevity of five months. The pulse generator was explanted and replaced.